Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that visual summary analysis of the lead indicated apparent explant damage and that the lead indicated stretching.

Event description:
It was further reported that the patient's right ventricular (rv) lead was explanted, replaced and returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products continued: d274drg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged as evidenced by high thresholds and undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.